Event description:
As per senior resident, the pt had 2 q-pump catheters along side the mid abd, s/p tah, bso on (B)(6) 2013. He pulled one out without incident. When he pulled out second catheter, it was about 3 inches shorter and it didn't have the black tip; he suspected that it broke off in the pt. He couldn't determine at the end of the tip if it broke off since the catheter is very small. He asked the nurse to save it and it was saved at the bedside, but another nurse was not informed to save it and she threw it out. The resident and (B)(6), q-pump rep looked at the kub and CT of the abdomen that was ordered and didn't see any retained cath. The catheter is opaque. He said that they can't do a fishing expedition to search for it. He stated that if the catheter is retained it should not cause harm or symptoms. The pt was discharged home. As of (B)(6) 2013, the pt has not reported any complaints. In another previous case that occurred on (B)(6) 2013, attempts to remove the q-pump catheter was unsuccessful. It was removed under spinal anesthesia the q-pump catheter adhered to scar tissue. No adverse outcome. The rep (B)(4) was informed.